Manufacturer narrative:
No reports of a device malfunction have been received to date. (B)(4). On (B)(4) 2011, patient experienced agonal breathing. Physician was called. Cardiac monitoring revealed tachycardia; patient was intubated and transferred to ccmu. CT scan showed massive intracranial hemorrhage with little chance of recovery. Family made decision to extubate and patient died (B)(6) 2011. (B)(4).

Event description:
Patient was currently undergoing ecp treatment #8 and experienced chest pain/pressure in the mid-sternum area, later epigastric area-8/10 (gr 3). Ecp was paused and pulse ox was 100% on room air. EKG obtained, nasal oxygen placed for comfort and pain meds given. Within 25 minutes, pain had resolved.